Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was broken pulse wire connections in the cable connecting the distribution node (dn) to the rear therapy electrodes. The cable was pulled short, causing the broken pulse wire connections in the cable. The root cause for the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.